Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: merit. Guide cath: 6f jr4. Sheath: 6f. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the lesion was described as moderately calcified and 100% stenosed and the vessel was heavily tortuous which could have contributed to the reported guide wire separation. Reportedly, the separated portion was retrieved with a snare device. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the device lot history record revealed no nonconformances for the lot and a search of the complaint database revealed no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the distal part of the right coronary artery (rca) with heavy tortuosity, moderate calcification and 100% stenosis. During the procedure, the guide wire separated 9cm from the tip of the guide wire. No resistance was reported prior to the guide wire separation. The separated portion was retrieved with a snare device. The procedure was finished successfully by using a bmw universal ii guide wire. No adverse patient sequela were reported. No additional information was provided.